Manufacturer narrative:
Per tandem's t:slim user guide "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. The customer reported that it was possible that the on-screen instructions had not been followed when loading the cartridge. Customer's blood glucose level was in target range. Reportedly, the customer was able to load a cartridge successfully.